Manufacturer narrative:
Investigation into this incident concluded this was the result of the user not properly installing the tubing and/or adapter. This allow fecal matter and water to back up from the endoscope into the tubing. This is an isolated incident (only report of this nature). This incident did not cause an adverse event nor do we believe this is likely to cause an adverse event. The customer was retrained on how to use the adapters.

Event description:
Received a user report from hosp. The report stated that during a colonoscopy procedure a yellow fluid refluxed through the flushing channel of the colonoscope into the tubing that attaches to the water bottle. There was no reported injury or adverse event.